Event description:
Customer reported via phone, the insulin pump kept alarming no delivery after changing the complete set three times. Customer stated the same issue has reoccurred four times in the past month. Customer's blood glucose was 251 mg/dl. Manual prime was performed and insulin did not exit. Insulin exited after customer disconnected and reconnected the current reservoir and infusion set. Customer was advised alarm was caused by a possible occlusion on the reservoir and infusion set. Customer is not returning reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-55688.